Event description:
The manufacturer received information alleging that a trilogy evo device was returned due to the device requiring service due to physical damage. Upon evaluation of the device, an error related to a failure of the sensor was confirmed. The device's tubing system and system circuit board was replaced to address the issue.